Manufacturer narrative:
The returned device was examined. Witness marks on the bottom of the screw were found to be slightly asymmetrical indicating possible improper installation of the closure top. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported the closure top was found to have migrated post operative. The patient underwent revision surgery where the closure top was removed and replaced.